Manufacturer narrative:
Concomitant medical products: d334drg ICD, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an elective procedure, the right atrial (ra) lead dislodged. The physician opted to cap the ra lead and not replace it, as patient is in chronic atrial fibrillation (af). No patient complications have been reported as a result of this event.